Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient stated they had been experiencing issues with the communicator not connecting to the handset since receiving their implant in april. When attempting to connect to the dbs therapy app, the patient repeatedly received a "connection has failed" message, despite seeing blue and green lights on the communicator and making multiple attempts the previous day. During the call, the patient successfully connected to the implanted neurostimulator, turned therapy on, and confirmed that the ins was at 100% charge. The patient noted their hand was shaking severely, as if they were not receiving any stimulation, and was unsure how or why the ins may have been turned off. Patient services reviewed that therapy will automatically turn off if the ins battery drops below 10%. The patient also shared that their neurological condition can sometimes make it difficult for them to speak. The patient mentioned that at their last hospital visit, the healthcare provider was unable to connect to the ins using the clinician tablet, despite the ins being fully charged. The patient did not have any additional information to provide. Patient services arranged for us ER guides to be mailed to the patient per their request.